Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer did not have the tubing clamp with her at the time of the call. Unable to conduct the high pressure test. Later, the hosp nurse called to report that the customer continues to experience high blood glucose levels between 600 and 700 mg/dl. The nurse requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The insulin pump had a cracked reservoir tube and case at the display window corner.